Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned in two fragments. During the analysis of the returned device, it was revealed that the guidewire was slightly fractured at the distal end. In addition, the ptfe (polytetrafluoroethylene) coating appeared to be scraped off potentially due to the torque device collet or the introducer sheath. From the condition of the guidewire the functional evaluation could not be performed. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the dispenser hoop was flushed with saline before removing the guidewire, the introducer sheath was used to facilitate the introduction of the guidewire into the microcatheter, no resistance/friction was felt while inserting the guidewire into the microcatheter, the device was prepared per the direction for use, continuous flush was maintained and the kink was observed at the distal section of the guidewire. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of 'cause traced to component failure¿ has been assigned to the reported and analyzed 'guidewire distal end/tip broken/fractured inside patient'. Based on how the ptfe coating had scrapped off of the guidewire, it is likely that it was caused by the torque device collet or the introducer sheath during the procedure. Therefore, a cause of "handling damage' has been assigned to the analyzed guidewire ptfe coating peeling'.

Event description:
Analysis of the returned device found that the guidewire's distal end had broken inside the patient and the ptfe (polytetrafluoroethylene) coating had peeled/scraped off. There was no clinical consequence to the patient as a result of this event.